Manufacturer narrative:
Calibration was acceptable. A "sample short" alarm was observed during a review of the customer's alarm trace data. The field service engineer (fse) performed mechanical instrument checks and performed sample probe adjustments and replacement. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for albumin gen. 2 (alb2), sodium (na) potassium (k) and chloride (cl) on a cobas 6000 c (501) module. The initial alb2 result was 1.1 g/dl, the initial na result was 88 mmol/l, the initial k result was 2.77 mmol/l and the initial cl result was 61.8 mmol/l. These results were reported outside of the laboratory where a re-draw was requested. A new sample was obtained and the alb2 result was 4.4 g/dl, the na result was 142 mmol/l, the k result was 4.44 mmol/l and the cl result was 106.6 mmol/l. The initial sample was repeated with an alb2 result of 4.5 g/dl, the na result was 142 mmol/l, the k result was 4.47 mmol/l and the cl result was 106.7 mmol/l. The results from the new sample were believed to be correct. The alb2 reagent lot number was 44430501 with an expiration date of 31-jan-2021. The na, k and cl electrode lot numbers with expiration dates were not provided.